Event description:
It was reported there was a "dead spot" on the screen and an inability to program settings, when the device was in use on a patient. The a-v (atrioventricular) interval could not be programmed. The clinic staff used a different programmer to complete the check. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis was able to verify that there is a dead spot that occurs approximately in the middle of the screen. It was also found that the lower case handle was broken and the cooling fan was noisy.